Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with sepsis that developed from an infection at the pod¿s insertion site (abdomen) while wearing the pod for longer than 48 hours. The patient that the site had a lump and appeared red and swollen, the site was painful, felt hot and the patient was experiencing a fever. The patient attended an appointment with their doctor on (B)(6) 2026 who diagnosed the infection as cellulitis with an abscess. The doctor prescribed the patient an unspecified antibiotic and advised the patient to go to the emergency room. The patient presented at the emergency room the next day on (B)(6) 2026 and was admitted and diagnosed with sepsis. The patient was treated with a surgery to incise and drain infection and administered an unspecified antibiotic intravenously. The patient reported they were prescribed two further unspecified antibiotics upon discharge. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.